Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 260 mg/dl at the time of the incident. The troubleshooting was performed. The customer stated that they had tried all the remedies. The customer was advised the insulin pump will need to be replaced and to revert to backup plan. The insulin will be returned for analysis.